Manufacturer narrative:
This report is being supplemented to provide final investigation results. The device was returned to olympus for product analysis and confirmed the balloon was torn. Visual examination of the device identified there were no missing portions in the balloon and no scratches were found on the balloon. The following factors may have caused the breakage of the balloon: the distal end of the insertion portion was forced against body cavity tissue. The balloon was extend and retracted with the endoscope's forceps elevator raised, causing the balloon to rub against the forceps elevator. As a result, the balloon became damaged. When forced against the tissue in that condition, it ruptured. ·the balloon was not fully deflated when the product was inserted into the endoscope, causing the slack balloon to catch on the endoscope channel or forceps table, resulting in increased resistance. As a result, the balloon became damaged. When forced against the tissue in that condition, it ruptured. The device was operated abruptly or with excessive force when retrieving a foreign object. As a result, the balloon became damaged. When forced against the tissue in that condition, it ruptured. However, it was not possible to determine when or what kind of load caused the breakage of the balloon. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use 3-lumen extraction balloon v cracked. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. There were no reports of patient harm.